Event description:
The device failed the leak test during performance of an incoming evaluation. The service technician inspected the device and adjusted the safety dump spring. The unit passed extended testing. This report is not an admission by co that this device caused or contributed tothe event alleged in this report.